Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager not detected on bus due to bus cable going from maine to smart remote manager was loose on the main side. A field service engineer reconnected cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the smart remote manager was down and error message stated no device detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.